Event description:
The reporter indicated that an 13.7mm implantable collamer lens of unknown model was implanted into the patients right eye (od) on an unknown date. Reportedly, the lens was removed due to due to patient having pupillary block glaucoma. Excessive vault and elevated iop was also reported. Weeks later a 13.2mm evo lens was implanted and the problem was resolved. Patient is 20/20 vision with normal pressures.

Manufacturer narrative:
Claim#: (B)(4).